Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and intermittent loss of capture (loc) during the first follow-up after implant. During the lead revision, the lead dislodged when the stylet was inserted. The lead was removed and inspected. The helix took approximately thirty turns to extend and retract. Additionally, sudden helix retraction and extension was observed. The lead was replaced and was discarded. No additional adverse patient effects were reported.